Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the system does not connect with the positioning sensor unit (psu) nor with the axiem box. The psu did not "bip" when the system turned on and an orange led was displayed. On the other side of the system, the system did not recognize either the axiem module and the connection led on the axiem box was displayed in orange as well. This issue was noticed while downloading a study. There was no patient present when this issue occurred. Later, it was suspected to have been user error because the following day the system was working perfectly and the site has been using the system without problem since then.